Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-1232. Serial number: (B)(6) batch/lot number: 818136. Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the leads migrated and the patient was experiencing pain. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.